Event description:
It was reported that a customer was experiencing issues with a malfunctioning insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to place the pump into storage mode and to return it using a provided return box and pre-paid label within 10 days. A replacement pump with updated software was sent to the customer, who would continue using the current pump to ensure uninterrupted insulin delivery. The customer was also informed of the steps necessary to set up the replacement pump upon arrival, including programming pump settings and connecting their cgm.